Event description:
It was reported that: attempted to place an arterial line in patient's left radial artery. Using an ultrasound machine, an aline was placed in the left radial artery, giving a flash of pulsatile blood and confirmed using ultrasound machine. The guidewire was then guided through the catheter and the catheter was advanced, followed by removal of the guidewire. Upon removal of guidewire, there was no further blood return in the catheter, so the guidewire was placed back through the catheter and adjusted in the artery guided by the ultrasound. After adjusting the catheter, there was still no blood return, so the whole arterial line (both guidewire and catheter) were removed, holding pressure at the site until hemostasis. Upon removal, the catheter was inspected and noted that the guidewire had punctured a side of the catheter wall. Aside from the punctured catheter, the arterial line was otherwise intact with no missing/chipped areas. The catheter was then saved and given to the unit's cns. The patient condition was reported as "fine". No patient injury/consequence or medical intervention reported.

Manufacturer narrative:
Qn#(B)(4).

Event description:
It was reported that: attempted to place an arterial line in patient's left radial artery. Using an ultrasound machine, an aline was placed in the left radial artery, giving a flash of pulsatile blood and confirmed using ultrasound machine. The guidewire was then guided through the catheter and the catheter was advanced, followed by removal of the guidewire. Upon removal of guidewire, there was no further blood return in the catheter, so the guidewire was placed back through the catheter and adjusted in the artery guided by the ultrasound. After adjusting the catheter, there was still no blood return, so the whole arterial line (both guidewire and catheter) were removed, holding pressure at the site until hemostasis. Upon removal, the catheter was inspected and noted that the guidewire had punctured a side of the catheter wall. Aside from the punctured catheter, the arterial line was otherwise intact with no missing/chipped areas. The catheter was then saved and given to the unit's cns. The patient condition was reported as "fine". No patient injury/consequence or medical intervention reported.

Manufacturer narrative:
Qn#(B)(4) the customer report of a catheter torn was confirmed through complaint investigation of the returned sample. The customer returned one, single-lumen catheter and the product lidstock for evaluation. Signs-of-use in the form of dried biological material were observed on the returned device. Visual inspection revealed a hole towards the distal end of the catheter body. The appearance of this damage is consistent with unintentional contact with the tip of the guide wire. The hole in the catheter was located 9mm via calibrated ruler from the distal tip. The catheter outer diameter (od) measured 0.04525" via calibrated micrometer, which was within the specifications of 0.044"-0.047" per the catheter extrusion product drawing. The catheter inner diameter (ID) measured 0.031" via calibrated pin gauge which was within the specifications of 0.031"-0.034" per the catheter extrusion product drawing. Functional inspection was performed per IFU statement, "firmly hold introducer needle hub in position and advance catheter, over guidewire into vessel." A lab inventory 0.018" guide wire was able to advance through the returned catheter with minimal resistance. The instructions-for-use (IFU) provided with this kit informs the user to first advance removed the guide wire before advancing the catheter or checking for blood flashback. The IFU warns the user, "precaution: prior to insertion, ensure guidewire is returned to the original position before insertion or blood flashback may be inhibited" and " precaution: do not advance guidewire unless there is free blood flashback in needle hub." A device history record review was performed, and no relevant findings were identified. The returned catheter met all relevant dimensional and functional requirements, and a device history record review was performed with no relevant findings to suggest a manufacturing issue. Based on the customer report, unintentional use error likely caused or contributed to this event. Teleflex will continue to monitor and trend for complaints of this nature.